Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence. It was reported that the patient said the implant is not helping with their incontinence. It has not been helping at all from almost a week now. They tried several different programs and none of them have worked. They had a cough that hasn't helped any. They have increased the stim and been going up to 4.5. They went back to original program which was program 6. It was last done a year ago and up to 4.9. Had it at 5.0 and had to back it down today. Right now they are at 4.9. They said, they had trouble a year ago and was told to meet with drug rep. They met with them and they did some test and walked out and no changes were made so they gave up. No falls or accidents. Patient had a spinal tap. Had pet scan of brain with radioactive radio tope they believe last wednesday. Patient services (ps) confirmed with patient that they are waiting a couple days in-between adjustments. Asked if patient had tried all programs. They had tried all programs. They tried program 7 a while back and it was totally ineffective and hasn't tried it lately. Ps confirmed patient is increasing stimulation until slightly uncomfortable and backing it down until comfortable. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Ps told them the doctor may need to evaluate with imaging, or may need to create custom programs.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.